Manufacturer narrative:
Reported event: an event regarding dislocation involving ceramic head was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. A review of the provided medical records and x-rays by a clinical consultant indicated there is no documented follow-up between (B)(6) 2008 and presentation on (B)(6) 2019, when x-rays noted ¿advanced osteoarthritis of the right hip and a left total hip arthroplasty with medial and lateral heterotopic ossification with femoral acetabular bridging¿. There is no documented complaint of pain in the left hip or indication of any clinical problems referable to the recalled left femoral head. The early post-operative dislocation likely resulted from an acetabular position more vertical than nominal and was addressed with acetabular repositioning, a larger head, and adductor tenotomy. There is no examination of the explanted components, but there is no indication that the dislocation resulted from factors of implant design, manufacturing or materials. The alleged pain in the left hip, which was not documented, could relate to the advanced heterotopic ossification noted. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated "the early post-operative dislocation likely resulted from an acetabular position more vertical than nominal and was addressed with acetabular repositioning, a larger head, and adductor tenotomy". No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for revision due to dislocation; patient called stated he had a left hip replacement done on (B)(6) 2007. He stated he had a dislocation a few days after his surgery, and was revised on (B)(6) 2007. Patient did not specify if the head came out of the liner or the liner came out of the shell. He reported that he is currently feeling pain and discomfort and would like to know if his implants are part of a recall.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
This pi is for revision due to dislocation. Patient called stated he had a left hip replacement done on (B)(6) 2007. He stated he had a dislocation a few days after his surgery, and was revised on (B)(6) 2007. Patient did not specify if the head came out of the liner or the liner came out of the shell. He reported that he is currently feeling pain and discomfort and would like to know if his implants are part of a recall.